Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3 reference MFR report: 1627487-2016-02970, reference MFR report: 1627487-2016-02971. The patient has two scs anchors implanted with the same lot number. It was reported the patient's physician determined she had an infection at the anchor site. It is unknown what the patient's symptoms are or if she received any wound treatment for the infection. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2016-02970. Reference MFR report: 1627487-2016-02971.follow up information identified the patient underwent surgical intervention where her entire scs system was explanted. The patient is being treated with antibiotics.